Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had rejected battery, cracked at the corner, screen was scratched. The insulin pump will not be returned for analysis.